Manufacturer narrative:
Updated fields - b4, g1 (contact person ¿ mfg site), g3, g6, h2, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Corrected field- h6 (component codes). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that unit's helium bottles were removed as they were empty. The green o-ring was on the unit. The fse attached a helium bottle to the unit as a loud hiss could be heard coming from the regulator. The fse removed and replaced the pressure transducer (0682-00-0076-01) and the high-pressure helium regulator (0103-00-0637). The unit passed all functional testing.

Event description:
It was reported that helium is leaking below neck at cradle in cardiosave intra-aortic balloon pump (iabp). There was no patient involvement.

Manufacturer narrative:
Supplemental report will be submitted upon completion of additional findings.